Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer found an adhesive substance was adhered to the probes and cleaned it. Calibration and qc was performed and was acceptable. It was noted the customer was using non-roche reagents which is an off-label use. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 c702 module. The initial sodium result was 149 mmol/l. The repeat result from the other ise module was 140 mmol/l.

Manufacturer narrative:
The investigation did not identify a product problem. The customer's use of non-roche ise reagents/calibration standards is an off-label use.